Event description:
It was reported that the right ventricular (rv) lead from another manufacturer had an impedance jump to greater than 2000 ohms. The health care professional reprogrammed the configuration to unipolar pacing and bipolar sensing. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.